Event description:
It was reported a patient underwent a cesarean section on (B)(6) 2025 and suture was used. At 22:00, the surgery was performed, and during the process of suturing the uterus, the suture was broken. Changed another one to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: suture was broken twice in a row. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Patient consequences? If yes, please specify. Received information as following from sales rep via phone today,other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.